Manufacturer narrative:
Evaluation summary: customer reported that the tip of the device perforated the crystalline lens. The date of event, the date of implanted are unknown. The patient was implanted it about three years ago. It is unknown whether device was explanted. The sample is not available for return. No sample was received; therefore, the condition of the product could not be verified. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a glaucoma filtering device perforated the crystalline lens following a procedure. The patient was implanted with the device about three years ago and it is unknown whether it was removed. The doctor believes it occurred due to eye massage. The sample is not available for return. Additional information was received that following the implant of the device, iris touching was confirmed. The intraocular pressure (iop) increased to 22 mmhg, but following continued self-eye massage, the pressure stabilized to 10 mmhg. It was reported that the device penetrated the iris and progressed the cataract. The shunt was removed during cataract surgery.